Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications, nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, restenosis and transient ischemic attack (tia) are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
It was reported that approximately 3 months post procedure, the patient experienced in-stent restenosis in the left internal carotid artery supraclinoid segment and percutaneous transluminal angioplasty (pta) was performed approximately 3 weeks later. Approximately 11 months post procedure, the patient experienced a transient ischemic attack (tia) which was reportedly caused by the in-stent restenosis. The following month, the patient underwent superficial temporal artery-middle cerebral artery bypass for the treatment of the tia. The patient was reportedly recovering.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that approximately 3 months post procedure, the patient experienced in-stent restenosis in the left internal carotid artery supraclinoid segment and percutaneous transluminal angioplasty (pta) was performed approximately 3 weeks later. Approximately 11 months post procedure, the patient experienced a transient ischemic attack (tia) which was reportedly caused by the in-stent restenosis. The following month, the patient underwent superficial temporal artery-middle cerebral artery bypass for the treatment of the tia. The patient was reportedly recovering.